Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image is not displayed because monitor and computer were not connected with cable. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center had no image. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the video system center had no image. Through troubleshooting, it was suggested to the customer that the issue could be that the monitor was incorrectly set, it could be the scope, or the digital light source cable connection between the cv-190 and the clv-190. The customer reviewed the cabling, and found that the monitor going to the computer was not connected. After connecting the video cable to the computer, the issue was restored. The device is not expected to be returned, as the issue was resolved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.